Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The patient is unsure if the pink slide moved forward and the cannula was not visible when the pod was removed, indicating a needle mechanism failure. The patient's glucose levels reached 15 mmol/l (270 mg/dl). The pod was worn between 5 and 24 hours. As treatment, a new pod was placed.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.